Manufacturer narrative:
The folate reagent lot number is 827023. The expiration date was not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys folate iii results for 1 patient sample on a cobas pure e 402 analytical unit compared to a cobas pro analyzer. The customer was performing method validations between the two analyzers as well as diagnostic testing. The e 402 result was 13.5 ng/ml. The cobas pro results were 19.6 ng/ml and 20.0 ng/ml with flag. The cobas pro result of 19.6 ng/ml was deemed correct.

Manufacturer narrative:
Calibration was attempted on (B)(6) 2025 but it failed. Qc was performed using the current calibration from (B)(6) 2025 and was acceptable. Based on the available data, a general reagent issue could be excluded. The field service engineer checked the instrument's adjustments and performed an instrument check, which showed that the analyzer was functioning within specification. The root cause of the event was found to be consistent with pre-analytical sample handling issues. No product problem was identified.